Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical japan. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device data logs verified the battery became depleted due the error 321 (info only - battery test passed) occurring repeatedly, and the device was likely on when error 321 was occurring repeatedly which caused batteries to deplete. The batteries used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.